Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 403 mg/dl. Customer stated that they were in hospital for weeks because of crack in ribs and took the insulin pump off and connected back on (B)(6) 2022 since than they till now they experienced high blood glucose. The customer was assisted with troubleshooting for high blood glucose. The customer treated high blood glucose with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was inactive at the time of incident. The customer did allege under delivery on insulin pump. Customer stated that the cannula was bent. Customer reported that the infusion set was not inserting when pressing the two side button on the serter. No further medical complications were reported. The insulin pump will not be returned for analysis.